Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time, no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.

Event description:
Literature: duarte rv, raphael jh, southall jl, baker c, hanu-cernat d. Intrathecal inflammatory masses: is the yearly opioid dose increase and early indicator? Neuromodulation: technology at the neural interface, 2010;13(2):109-113. Summary: the objective of this study was to investigate the association between intrathecal drug, flow rate, drug concentration, and drug dose with the formation of intrathecal inflammatory masses. The authors conducted a retrospective longitudinal study of 56 consecutive patients receiving long-term intrathecal analgesic administration. Pump refill notes from date of implant to (B)(6) 2009 were screened. Data regarding drug flow rate, dose per day, and concentration of drugs administered were recorded for morphine, diamorphine, bupivicaine, clonidine and baclofen and averages computed. Twenty-one of the patients had received morphine either alone or combined; 22 had received diamorphine either alone or mixed; and 13 crossed over from morphine to diamorphine or the inverse. None of the patients with granuloma crossed over before diagnosis. Event: the authors found a significant correlation between opioid dose, yearly increase of the opioid dose and granuloma formation. Clonidine appeared to have a protective effect for the non-granuloma patients. No association was found with flow rate or opioid concentration. Four of the 56 patients were diagnosed with intrathecal granuloma; one patient was receiving morphine mixed with bupivicaine, two patients were receiving diamorphine alongside clonidine and bupivicaine, and one patient was receiving diamorphine combined with bupivicaine and baclofen.